Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic radical gastrectomy procedure, when the device was being applied to the coronaria ven triculi, the device was unable to fire. The surgeon was able to press the green button but was not able to squeeze the handle. There was no patient injury.